Manufacturer narrative:
As reported, the balloon of two 6-12f mynx control venous vascular closure devices (vcd) ruptured during preparation. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for evaluation. One non-sterile mynx control venous closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was exposed but still mounted on the unit delivery shaft. Regarding the sealant sleeves, a frayed / split / torn condition was observed. Additionally, no catheter sheath introducer (csi) was returned for this evaluation. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a ruler and a dimensional analysis of the slit length could not be executed due to the frayed / split / torn condition of the sealant sleeves, which prevented an accurate measurement. An inflation/deflation evaluation was initiated but could not be completed due to a rupture in the balloon. For the same reason, a simulated deployment test could not be completed. Per the IFU, the balloon must be prepared and able to maintain pressure; if it cannot, the device must be discarded, and therefore sealant deployment was not attempted. A high magnification evaluation was executed to assess the balloon. During this analysis, a longitudinal tear was observed. A product history record (phr) review of lot f2528203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was observed through analysis of the returned devices. Additionally, a condition was noted in both returned devices of ¿mynx control system-deployment difficulty-premature¿ due to the swollen exposed sealant protruding from the distal end of the sealant sleeves. However, the exact cause of the tear found, and the exposed sealant could not be conclusively determined during analysis. Based on the limited information available for review and product investigation, it is not possible to determine what factors may have contributed to the rupture and subsequent swollen sealant. Handling of the device during preparation, such as rapid inflation, is possible and rupture can occur with over inflation. In addition, vessel characteristics, such as calcium/plaque in the vicinity of the puncture site, although unknown, and/or sheath conditions are possible factors. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, device preparation states, ¿prepare balloon: fill locking syringe with 2 to 3 ml of sterile saline (or a 50/50 saline/contrast mixture if fluoroscopy will be used to confirm balloon positioning), attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the inflation indicator on the back of the device handle extends so that the entire black marker is fully visible with white border on either side. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon and draw vacuum with the syringe to remove bubbles. Re-inflate and re-check the balloon to ensure no air bubbles are present. Deflate the balloon and leave syringe at neutral. Do not lock.¿ neither the phr review, nor the product analysis suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of two 6-12f mynx control venous vascular closure devices (vcd) ruptured during preparation. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2528203 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.